Event description:
Complainant alleged that while attempting to defibrillate a pt, arcing was observed from the electrode pad. Complainant indicated that one of the electrodes was placed on top of a surgical drape. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.